Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: annex a: a040502 annex b: b01 annex c: c0601 annex d: d01 annex g: g02017 device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, remedial action required, remedial action # h3 other text : see manufacturer narrative.

Event description:
It was reported that an 8100 lvp was affected by plastic recall. It was also reported that the device is etco2, but serial number coming back as lvp. There was no reported patient involvement.

Event description:
It was reported that an 8100 lvp was affected by plastic recall. It was also reported that the device is etco2, but serial number coming back as lvp. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.